Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the filter did not open during deployment. A greenfield¿ filter was selected for placement in the inferior vena cava (ivc). Once in position, the filter failed to open. Multiple catheter and wire manipulations were required to expand the legs of the filter. In the process of opening the legs, the sheath got caught on one of the leg hooks. The physician was not able to unhook using gentle maneuvers, he was successful when he split the sheath at its end with a balloon angioplasty catheter. This filter is currently in the patient's infrarenal; the physician is not concerned with the location of this filter. A second greenfield¿ was implanted in the ivc. There were no patient complications reported and the patient status is fine.